Event description:
The pump was explanted electively because of the early battery depletion field action. The pt was high risk for under dosage with special circumstances. The device sys was used to deliver baclofen. There was no pt injury associated with the event. The pt was stable after device replacement.

Manufacturer narrative:
(B)(4). The battery had a higher than expected internal resistance and may result in reduced battery performance.